Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead was fractured and patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated imaging was not taken to determine lead fracture; however, the lead had high impedances. Surgical intervention may be pending to address the issue.